Event description:
Trend issue of IV tubing leaks while used on premature infants in the nicu. In late 2008 - leak at junction of smartsite extension set and microbore extension tubing. On two days later - smartsite extension set cracked and leaked. Antibiotic levels sub-therapeutic. Thirteen days later -leak between smartsite extension set and microbore extension set - question whether antibiotic infused. Two days later, smartsite extension set leak with blood back-up on central line. The following day - smartsite extension set leak.